Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect by one hour due to local time change. Customer corrected pump time to address the issue. Customer's blood glucose ranged between 60-400mg/dl.